Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser shut off in the middle of a case, and the port boots up inconsistently and gives a red ring. The laser came back on and the case was completed without patient impact.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The laser module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on july 28, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming laser module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The laser module was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system where upon boot-up, sm [laser controller detected a port hardware failure.] Was displayed, replicating the reported event as port 2 displayed a red ring. The sample was then disassembled to investigate the port switching function. Substantial static friction was felt within the port selector assembly. The port selector was cleaned with isopropyl alcohol and the module was reassembled and placed back in the system. Upon boot-up, the sm [laser controller detected a port hardware failure.] Did not display and both ports illuminated lavender, indicating both ports were operable. However, laser shutting down on its own could not be replicated. The root cause of the reported event can be attributed to a sticky port selector assembly in the laser module. The manufacturer internal reference number is: (B)(4).